Event description:
Customer called to report that the insulin pump alarmed low reservoir and low battery alert after 1 to 2 weeks. Customer stated that the insulin pump excessively alarmed no delivery and that the keypad is unresponsive. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer declined to troubleshoot for the no delivery alert as well as for the low battery and low reservoir alarms. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No low reservoir alarm or frozen display was noted. The insulin pump was monitored for 24 hours and no low battery alert was noted. All operating currents were within specification and the insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.